Manufacturer narrative:
The shocking portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited noise on the right ventricular (rv) channel. The noise was oversensed, but no inappropriate therapy was delivered at that time. Technical services (ts) discussed troubleshooting options. Additional information was provided that additional episodes of noise were observed. The noise was unable to be recreated with isometrics; however was able to be created with valsalva maneuver. Diaphragmatic oversensing was suspected. It was noted that a stored electrogram revealed 2 to 3 seconds of pacing inhibition for this pacemaker dependant patient, as well as nonsustained ventricular tachycardia. A revision procedure was therefore performed. During the procedure, the physician elected to surgically abandon the pace/sense portion of this lead and place a new bipolar lead in the rv septum. No adverse patient effects were reported.